Event description:
It was reported that during a device-change out due to normal eri, when the lead was connected to the new device noise was observed on rv lead. The lead was disconnected and reconnected multiple times, however the noise persisted. The physician elected to switch the rv and lv pacing lead connections and the device tested well and procedure concluded. Patient was doing well and continued with routine follow up.